Event description:
The reporter stated that the stopcock is difficult to turn causing a disconnect to occur. The reporter indicated that this had occurred on four other occasions but did not provide specific details.